Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed ? No cassette" immediately after the cassette was inserted. It was reported the end user reset the cassette which did not resolve, the user then switched out the pump and no alarm occurred. Per reporter the medication was veletri. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).